Event description:
They tried to fire five times, the system always stated "not in range". The operation was finished with an instrument from autosuture. The patient is in good condition under the circumstances. This event didn't affect pt.